Event description:
It was reported that the mcot monitor charging cord melted and the monitor is now not working. There were no injuries reported. A replacement kit was ordered. Additional information was requested but could not be obtained.

Manufacturer narrative:
It was reported the mcot monitor and charging cable - monitor - a to c was not working and the charging cable - monitor - a to c was melted. The mcot monitor and charging cable - monitor - a to c were returned for device evaluation. Monitor and charger components were inspected for general physical integrity. Damage around the monitor port was noted likely from mechanical impact with charger, but the pins appeared to be intact. No other problems were identified. Engineering evaluation was unable to replicate the reported allegations of "monitor cord melted." The returned charger passed visual inspection and function testing. The monitor passed function testing but failed visual inspection due to mechanical damage at the charging port which is not indicative of thermal anomalies. The reported event could not be confirmed. A definitive root cause could not be determined.